Manufacturer narrative:
Resmed requested for the device to be returned for evaluation. The astral device was not returned to resmed. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device was inoperable and displayed a red screen. There was no harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the device displayed an error message (sf395) related to the super capacitor. However, the therapy provided by the device is not affected and the device is not placed in an inoperable state. After detection of the fault, the astral device would raise the appropriate audible and visual alarm as per design to warn the carer about a self detected fault. The execution of this safety risk control measure is deemed effective since no hazard is associated with the fault and the failure does not pose any risk to the patient. There was no reported incidence of death or serious injury to the patient. These events should not be reported as a malfunction because it is unlikely to cause or contribute to a death or serious injury if the malfunction recurred. (21cfr803 guidance, 4.13.1)

Event description:
It was reported to resmed that an astral device was inoperable and displayed a red screen. There was no harm or serious injury reported as a result of this incident.